Event description:
Pt died from respiratory failure after sudden mysterious condition which included pneumonia and lupus, along with many other complications that killed them within a year. They had breast implants in the mid 1970's.